Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading; cause was unknown. The customer delivered a bolus, a manual injection, and changed out infusion set to address bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.